Event description:
A malfunction was reported on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happened again, which they acknowledged and understood.